Event description:
In 2009 the lay user/reporter contacted lifescan (lfs) to report the one touch ultra mini meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the info originally provided. Two days earlier, the pt obtained the blood glucose readings of 210 mg/dl and 200 mg/dl on the reported meter. The pt took no action based on those readings. After the use of the meter, the pt experienced the symptoms of being incoherent and unresponsive. The pt's wife contacted emergency medical services. Paramedics arrived thirty minutes later, and tested the pt's blood glucose level to be 47 mg/dl. The pt was treated intravenously with glucose. The meter and test strips were replaced. The pt allegedly suffered symptoms suggesting severe hypoglycemia after obtaining elevated blood glucose readings on the reported meter, and received emergency medical attention and treatment with glucose. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.